Event description:
The pt underwent an elective routine coolsculpting procedure on the abdomen and periumbilical area. Within 24 hours, she had extensive swelling, induration, and inflammation in the treated areas. I nearly ten years of doing coolsculpting treatments on hundreds of pts, I have never had a pt react to the treatment in this manner. I treated the problem with topical steroid cream (lidex cream). The problem slowly resolved on its own over the next six weeks. When I spoke with the pt by phone on (B)(6) 2019, she said the problem was almost fully resolved. So, she required about six weeks to resolve this problem, whereas most coolsculpting pts are completely fine after a few days at most following their coolsculpting treatment. This adverse reaction, of course, also caused a great deal of stress and worry for the pt and for the dr. FDA safety report ID# (B)(4).